Event description:
It was reported that during a ptca procedure in a highly calcified artery the physician had difficulty inflating the balloon. As he attempted to pull the balloon catheter back into the guide, the balloon separated from the shaft and remained in the patient. The physician was able to pull the balloon material inside the guide catheter and remove the entire system without incident. The patient status is listed as "ok".